Manufacturer narrative:
Does not have an expiration date.: the office pacs software is located on the server. Server was brought in house for investigation. The server was brought in house for investigation. The server was cleaned prior to any test being performed. It was determined that the server was down several levels on raid bios/firmware (v.5.2.0-11844). When the system event log was viewed, it was determined on (B)(4) 2010 that there was a hard drive 3 fault. The system tried to recover drive 3 unsuccessfully. It was also determined that logical drive 2 was critical. Each drive was selected to determine what array they were associated with, drive slots 2 and 3 were only associated with logical drive. Drive slots 0, 2, and 3 were associated with logical drive. This was incorrect. It appears that the down level firmware was the cause of these issues. The server had to be rebuilt. The firmware and device drivers were updated the current levels after rebuilding the server. Tests were also performed to make sure the system was running properly after rebuild. The office pacs database was restored back to the system and tested again. The system was then shipped back out to the customer and they are now reusing the server. There was not data loss or patient harm reported as a result of this complaint. This is not a single use device.

Event description:
The initial reporter called in stating that she was not able to launch the office pacs software application on any workstation.